Event description:
The davinci 30mm endowrist stapler was placed on the pulmonary artery and fired. When the stapler was prompted to unclamp, an error showed that the action that unclamps the stapler was unable to function. The robot was manually put into fault mode to allow the bedside assist to use the wrench, which is the fallback/safety measure when this happens. When going in the proper order, the wrench was unable to fully spin, which prevented the stapler from unclamping the pa. The davinci reps were on the phone with their technical team working the problem, and communicating with the surgeon and bedside assist on how to get the stapler to unclamp. FDA safety report ID# (B)(4).